Event description:
A site reported the couch moved unexpectedly causing the pt's knees to come into contact with the linear accelerator. The therapist pressed the emergency stop button halting motion. There was no serious injury or harm.